Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, h4, h6.

Event description:
Patient reported right side "encapsulation" and "grade 4. It's absurdly hardened, painful and has a nodule." Device remains implanted.

Event description:
Patient reported right side "encapsulation" and "grade 4. It's absurdly hardened, painful and has a nodule." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, g2, h6.

Event description:
Later healthcare professional reported "heterogeneous intracapsular collections", "small radial folds and thickening of the fibrous capsule", " presence of segmental non-nodular enhancement with cystic areas in between" and "chronic (late) hematoma". This relates to the right side. Device has been explanted.